Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 9cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that the patient has had the power PICC in 4-5 weeks, then started leaking from insertion site, was replaced and there is a whole the size of 9cm as a visible mark. Contractor inserted the power PICC. On 29aug2023: the event did not involve an urgent/life threatening medical situation. Patient called stating he had fluid under his dressing after flushing, reported no difficulty flushing, just that there was fluid under the dressing upon flushing. He was instructed to come to the office in the morning. The patient came to clinic, insertion site observed leaking the saline that was being flushed. PICC site was unremarkable, no fluid collections noted, no bruising noted, no tenderness reported. Patient missed one dose of his antibiotic.

Event description:
It was reported by customer that the patient has had the power PICC in 4-5 weeks, then started leaking from insertion site, was replaced and there is a whole the size of 9cm as a visible mark. Contractor inserted the power PICC. 29aug2023 the event did not involve an urgent/life threatening medical situation. Patient called stating he had fluid under his dressing after flushing, reported no difficulty flushing, just that there was fluid under the dressing upon flushing. He was instructed to come to the office in the morning. The patient came to clinic, insertion site observed leaking the saline that was being flushed. PICC site was unremarkable, no fluid collections noted, no bruising noted, no tenderness reported. Patient missed one dose of his antibiotic.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.